Event description:
Device 1 of 3. Reference MFR report: 1627487-2012-1760, 1761. It was reported, the pt's entire scs system was explanted due to infection at both the ipg pocket site and the lead incision site. The pt was treated with antibiotics. Cultures results were (B)(6).

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.